Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020. Correction: d2, d2b, g1, g2, g5.

Manufacturer narrative:
(B)(4). To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what medical/surgical intervention was performed to manage the reported were the patient consequences? No further information is available. No further information will be provided. Are you referring to the anti reflux valve on the reservoir (flap falling off)? No, it was the bottom flap. Did exudate flow back into the drain and into the patient? No further information is available. What is the digestive tract issue? ¿the fistula¿ filled the small intestine, and ileus-like symptoms were observed.

Event description:
It was reported a patient underwent a partial nephrectomy surgery on an unknown date in 2011 or 2012, 7 or 8 years ago and a reservoir was used. The reservoir was intended only as a receptacle and not to apply suction or negative force. It was reported that 1-3 days post operatively, the bottom flap opened on the reservoir or activated thus creating suction. The patient had urinary leakage from the sutured renal pelvis at the anastomotic site and falling of the digestive tract into the fistula occurred. Then there was retention of digestive products. The fistula filled the small intestine, and ileus-like symptoms were observed. The treatment is unknown. The product code and lot number are unknown. No additional information was provided.